Event description:
The complainant reported a 61 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, an access site bleed/hematoma developed that prompted vascular surgery to remove/repair. The hematoma impacted lower limb perfusion and required use of an antegrade sheath.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿